Event description:
In (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced stoma site pain, and on the friday after the tube was inserted, he was prescribed an unrecalled antibiotic for one week. The pain improved, but after a few days he experienced the pain again and it became progressively worse. Three weeks after the 1st antibiotic treatment, he was prescribed an unknown antibiotic for 10 days. The pain spread around the stoma site, although there was no visual indication of what caused the pain, so patient thought it may only be sensory pain. No peg tube replacement was done at this time, patient had the original tube. Due to the timing of the onset of the event and when the tubing was inserted, abbvie has chosen to conservatively report this post procedural complication.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma pain as a post procedural complication is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.